Manufacturer narrative:
Block h6: patient code e2330 captures the reportable event of pain. Patient code e2006 captures the reportable event of erosion. Impact code f1202 captures the reportable event of disability.

Event description:
It was reported that, following an obtryx ii trans obturator mesh placement procedure, the patient noticed a very high and deep burning pain in the left groin. The patient reported the pain to the physician in every follow up, however, the pain gradually worsens over the past three years. The patient was unable to flex, bear weight and laterally rotate the hip without extreme pain and could not walk for more than 1-2 minutes without burning muscle spasms and sharp pain. The patient could also not sit to stand, stand to sit, get in or out of the car; walk upstairs, ramps and hills; and could not bathe, dress, or change position in bed without extreme pain. The patient also experienced progressive spasm in the tensor fasciae latae, atrophy of glutes, occasional sharp pain the urethra and pulling discomfort in the vagina. Moreover, the patient could feel the mesh in the vagina and reported that the mesh reduced the intensity of the incontinence, however, it was not resolved. The patient is considering mesh removal.